Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment and received a no delivery alarm. Site was changed and it was noticed that site was wet. Reservoir was removed and it was noticed that reservoir compartment was wet. Customer's blood glucose was 268 mg/dl and 305 mg/dl and treated with manual injection. Troubleshooting was performed and customer was advised that reservoir would be replaced.